Event description:
It was reported that a home patient experienced a connection issue between the patient connector of the transfer set and the titanium adapter. The connection issue was further described as the transfer set disconnecting from the titanium adapter. This occurred during use of the device for peritoneal dialysis therapy. There was no allegation against the titanium adapter and the adapter was still in use. To resolve this issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: based on the returned device, the d4 catalogue # is 5c4483, d1 brand name is minicap transfer set, and g4 510k # is k192705. The device was received for evaluation. Visual inspection with the naked eye and with magnification did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, clamp function, and integrity of seal surface testing was performed with no issues noted; there were no issues with connection/disconnections during testing. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.